Manufacturer narrative:
Additional code added to section h6 patient codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. One exhalation valve assembly was returned for further analysis: visual inspection showed no anomalies that may have contributed to the event. The returned exhalation valve module (evm) was attached to the test ventilator for analysis. The unit failed the exhalation valve test, confirming the reported event. The root cause of the reported event is due to faulty exhalation sensor pcba inside the evm assembly. One exhalation valve assembly cable was returned for further analysis. Visual inspection showed no anomalies that may have contributed to the event. The returned cable was tested and no fault was found. The cause of the issue was isolated to faulty exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and found an associated diagnostic code. The se replaced the exhalation valve and exhalation module cable. The unit passed testing and operated within the manufacturing specifications. The exhalation module cable has been received by medtronic and is awaiting further evaluation. A supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a "vent inop" alarm and entered backup ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.